Manufacturer narrative:
The affected device was analysed by us. Upon arrival the clip was only partially advanced. During the technical analysis, the clip could be applied without any problems. There were no scratches or burrs on the cap that could impair the clip application. The endoscope used during the treatment has an outer diameter that is too small and is therefore outside the specifications stated in the instructions for use. The procedure was performed in the upper right colon, which suggests that the endoscope was in a strongly angled position. Due to unilateral tissue counterpressure, it can happen that the clip advances on one side only. In such cases, greater force may be required to apply the clip. Additionally, it was reported that a large amount of tissue was mobilized into the cap. It cannot be ruled out that, as a result, the application ring was not sufficiently observed to ensure proper clip application. It is stated in the instructions for use, that the application ring must remain visible and be observed. Only when the application ring has fully moved forwards to the egde of the cap, the clip has been applied. The risk of causing a perforation is indicated in the instructions for use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue.

Event description:
The colonic ftrd was use to treat a lesion in the upper right colon. A large amount of tissue was mobilized with a grasping instrument into the cap. The clip was not deployed before tissue resection. The resulting perforation was closed with clips within the same procedure. The patient is in a good clinical condition.